Event description:
It was reported that post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were performed. There were no patient consequences.